Event description:
This ra lead was implanted on (B)(6)1997 and remains implanted at this time. A call was placed to technical services on (B)(6)2016 stating that rtr 2 atr events with proxysm of atrial fast rate exceeding 150 bpm lasting only 4-6 seconds. The power cosumption is 160% due to high lv output. Low ra and lv intrinsic amplitude measurements but were low at last office interrogation. The physician was dr.(B)(6) at(B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).